Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional called to report a left side deflation. The device remains implanted.

Manufacturer narrative:
A visual analysis of the returned device identified: opening crack diaphragm valve. Leak test was performed and found opening crack diaphragm valve. A microscopic analysis was performed which identify opening crack on diaphragm valve. Based on the device analysis the final assessment is: a crack opening on diaphragm valve due to cracked valve seat diaphragm valve.

Event description:
The device has been replaced.